Manufacturer narrative:
This report is submitted on 26 february 2020.

Event description:
Correction: the previous or initial MDR submitted on 31 january 2020 was filed inadvertently. No revision surgery or serious injury has occurred.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to an unreported reason.